Event description:
It was reported that during testing the cutter did not pass the cut test. There was no patient involvement. Due diligence is complete, there is no further information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the cutter failed the test cut due to an incomplete mesh; however, the repair was not completed because the cutters are not repairable products. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following reports are related to this complaint: 0001526350-2023-00548. 0001526350-2023-00212.